Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for hemoglobin a1c (hba1c) for sixteen (16) patient samples assayed with hba1c2 reagent on a unicel dxc 600 pro synchron chemistry analyzer. The erroneous hba1c results were reported outside of the laboratory and questioned by the ordering physicians. There was no impact to patient treatment associated with this event. The customer reported that the hba1c reagent was replaced and the sixteen (16) patient samples were reassayed for hba1c. Lower results were obtained for all patient samples (see attachment). The customer reported that quality control results were recovering within the laboratory's established ranges prior to the event. Following the event, the quality control results recovered outside of the laboratory's established ranges. The customer reported that no other assays were impacted by the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a reagent probe carryover test which yielded passing results. The fse performed a sample probe carryover test which yielded failing results. The fse replaced the t-valve, sample probe, and wash collar. The fse verified the repairs per established procedures. -